Event description:
A malfunction alarm with code malf 16 was reported, but no adverse impact to the customer¿s blood glucose level occurred. Technical support decided to replace the malfunctioning pump. The customer would use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Technical support confirmed the shipping address and guided the customer on returning the malfunctioning pump using a pre-paid label. The customer acknowledged the instructions for putting the pump in storage mode and returning it within the specified timeframe.